Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited an unknown malfunction. The reported lead was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
The atrial lead exhibited far r wave oversensing rather than wide qrs oversensing.

Event description:
New information received notes that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited far r wave oversensing and lead dislodgement was confirmed through x-ray. The atrial lead was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
Correction: section b5 - the reported lead should have been an atrial lead rather than a right ventricular lead.

Event description:
New information received notes that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited wide qrs oversensing and lead dislodgement was confirmed through x-ray. The atrial lead was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.